Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument for failure analysis. Inspection found a broken main tube. A piece measuring approximately 0.125" x 0.159" was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image by a regulatory post market surveillance analyst is consistent with a damaged instrument wrist. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper instrument had a broken or damaged wrist. The user continued the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was bent and removed under endoscope view therefore there was a confirmation that there were no fragments that fell inside of the patient. The instrument was stuck in the trocar, the instrument was damaged and manually removed with force upon removal. The fragments broke outside after removal and were disposed of.